Event description:
Overdelivery reported. The pump was set to infuse heparin 20,000 units/500cc solution at 22 ml/hr. Approx 1.5 hrs after the infusion was started, the pt's husband told the nurse that the IV container was emptly. Two nurses double-checked the settings and verified that the pump was set at 22 ml/hr. The pump reportedly indicated total volume delivered of 500 ml. The heparin infison was discontinued at that time. The following morning, when the pt ptt had returned to normal, the heparin infusion was restarted with a new pump. No pt adverse effects were reported.